Event description:
The consumer reported the patient had urinary tract infection (uti) (B)(6) 2016 and a return of urgency since 2015. The patient was brought to the physician because the patient had a fall, but the caller thought the fall had nothing to do with the return of symptoms. The caller was unsure if the patient had a return of symptoms due to the uti or if it was something with the therapy. The caller was not with the patient to confirm if stimulation was on. It was noted the patient had also been incontinent for a year, prior to having the implant. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.